Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: a complete lead was returned in two pieces, analysis was normal. No anomalies were found.